Event description:
It was reported that, "surgeon commented that patient was osteoporotic and the tibia component collapsed. He revised to a ps femur and universal baseplate with a 9 x 100mm stem and 10mm medial augment."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in the supplemental report.